Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018. The rep has no further information. The physician did not reach out to them to examine the system. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient believed the cause of the heating at the implantable neurostimulator (ins) site was positional; the patient had been laying on it for quite some time and the mris had no effect on the device or system. The patient also reported that the heating sensation had not occurred since and the numbness was residual paresthesia in a way that the wore off after an hour or so. Lastly, it was reported that due to the cervical placement, their extremities were affected by the numbness, but all of the issues resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was experiencing heating at the ins site and prolonged numbness in all 4 extremities with greater than 8 hours of use. The patient noted that this does not affect the effectiveness of their ins. The patient reported that they had multiple mris recently for unrelated issues and was concerned that they may have damaged the ins. The patient was advised to follow up with their neurosurgeon immediately. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that the patient had an incident with the implant the day prior to the report. The patient said the patient turns the device off when they drive, but they were in the passenger seat of their husbands brand new car and they got the "jolt of a lifetime". The patient also stated that at that point it felt like it was hot. The patient said as soon as they got out of the car it stopped, but the patient felt residual stimulation. The patient said it happened every time the car was braking. The patient said as it turns off and then they felt it like overstimulation. The patient mentioned that this happened in the past as well. The patient said that at first they were jolted a few times when the device was scarring in place in (B)(6) of 2017. In (B)(6) of 2018, the patient stated that they were flying on the new max 8 aircraft and they had to shut the implant off as they were being zapped all flight whenever the screens came down or something. The patient also stated that whenever they feel these jolts, or increased paresthesia their ears ring until it wears off. The patient was directed to follow up with their hcp. No further complications were reported.